Event description:
During an orif of the distal radius, left, surgeon was inserting two (2) screws and the screws would not go through the guide to engage with the plate. Surgeon selected different screws and completed the procedure. After the procedure, the guide block was tested with other screws and there was no problem. This is 3 of 3 reports.

Manufacturer narrative:
Visual inspections noted the screw is whole, intact, with only minor damage. The drive has no marks. The head band is shiny, unlike the remainder of the head which is a matte finish. There is a light spiral mark on the bottom of the head. Threads 3,4,and 5 have minor damage in the form of flattening of the major diameter. There are several threads that have minor dents at the major diameter. The flutes and nose are in good condition. Dimensions that could be measured were found to meet specifications. The holes of the guide blocks were not designed to allow 2.4mm cortex screws to pass through them, and therefore this risk was not covered in the risk analysis or functional and design requirements.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.